Event description:
Customer states: prior to use, a doctor inspected and found a torn cuff. No patient involvement. No additional information was provided.

Manufacturer narrative:
(B)(4). The sample associated to this report is expected to be returned. If a sample is made available, a summary of the results will be provided in a supplemental report. Manufacturing controls are in place to detect cuff related defects and to reduce the potential for occurrence during the manufacturing process. Information has been added to the database for trending purposes.

Manufacturer narrative:
One sample of a taperguard with stylet endotracheal tube part number 18780s was received for evaluation; lot number provided by cts is 13f0745jzx. An inflation/deflation test was performed, using a syringe, 25cc of air was applied to the cuff and it was observed that after 2 minutes the cuff deflated. A visual inspection was performed and it was observed the cuff presented a small cut that leaked the air. The failure mode cut in cuff was confirmed. (B)(4).